Event description:
Alarm #18 - (system pressure) occurred at 248ml whole blood processed & immediately afterwards blood leakage which seem to be from the centrifuge system pressure sensor/pressure domed area (between the collect & red cell pump tubing segments. Treatment had to be aborted. Patient had 248ml blood loss.